Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen , dose, concentration and lot number not reported via an implanted pump. The indications for use were intractable spasticity and cerebral palsy. The patient was experiencing infection symptoms due to a cerebrospinal fluid (csf) infection. The patient went to the hospital for a vp shunt failure and repeat tests came back with infection. The infectious disease physician stated everything had to be removed. The patient hadn't had any surgeries on the vp shunt in a decade so they suspect it came from the pump or something they did with the pump but they had no way of knowing. The pump and the vp shunt were removed. The patient's pump was removed on (B)(6) 2015. The drug information, other medications the patient was taking at the time of the event, the patient's pertinent medical history, the cause of the csf infection not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.